Manufacturer narrative:
(B)(4). The returned sample was visually inspected microscopically for any anomalies. The visual inspection found no issues that may cause the unit to leak. Review of the device history records revealed no manufacturing issues. The sample was gradually pressurized in a water bath to roughly 1000mmhg, during which the unit began to leak from the large bore end weld; therefore, this complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the unit leaked around the joint of the large bore cap. The unit was tightened but the leak did not stop. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successful